Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion); (lack of information, unknown cause of occlusion). Evaluation, conclusion: (lack of information, unknown cause of occlusion).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a saccular abdominal aortic aneurysm approximately three months ago. The aortic neck length at implant measured 4-5cm. Neck diameter at implant measured 21-23 mm. The right and left iliac arteries measured 12-13 mm in diameter. It was reported that the patient presented with leg pain, and CT imaging revealed a right limb occlusion. The physician elected to perform a fem-fem bypass. No clinical sequelae were reported and the patient is fine.